Manufacturer narrative:
(B)(4). The pump was received with p-cap / reservoir locks properly into place. Unit received with critical pump error (open book image) alarm after battery installation and pump error 35 is confirmed in pump history files due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, broken battery tube threads, and cracked case on the battery tube side. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack in case along battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.